Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information. The device was returned to olympus for evaluation and the evaluation found error e433 in the error log due to generator board failure. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer-provided information. The customer was contacted several times to obtain additional event information; no response was received. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed the IFU includes a statement that a suitable replacement device must be available. During investigation, the reported error e433 did not repeat but was confirmed in the device's error log. The investigation determined the error was likely caused by a temporary communication failure at the motherboard. The causes for temporary error e433 include: scattered electromagnetic fields; user activation of the foot switch during start up; use of a defective foot switch; use of a defective cable between the high voltage power switch and generator board; or use of a defective cable between generator board and relay board. The exact cause was not definitely established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the high frequency unit "esg-400" displayed error code e433. The issue occurred during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.